Event description:
It was reported that a pt underwent an abdominal aortic aneurysm surgical procedure on (B)(6) 2010 and the device was placed. The reservoir did not inflate, so the surgeon disconnected the reservoir and the drain. The surgeon checked suction of the drain with an aspiration tube, and he confirmed that the drain functioned properly. The surgeon also checked the suction of the reservoir, but the reservoir did not inflate, so the surgeon exchanged it for another product which worked normally. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.